Event description:
The surgeon reported that he completed a bilateral intralase procedure on (B)(6) 2015. While lifting the right eye flap he felt he had an incomplete cut in the temporal area which he then manually opened. He then recognized that by doing so he created a free flap as he actually cut the flap hinge. Patient is 20/50 uncorrected in right eye at one day post op with bandage contact lens applied. No loss of best corrected visual acuity (bcva) has been reported. Left eye was completed as planned after he confirmed a temporal hinge was programmed. The event occurred on the first case of surgery day following 2.60 software installation.

Manufacturer narrative:
(B)(4). Application support manager (asm) confirmed that temporal (no nasal) hinge was saved as user default and therefore it was what was created in right eye. Factory default settings still indicated nasal. He was not able to determine when or by whom the settings were changed and saved to temporal as default. He user level 2 hinge default setting to nasal. Shut down and rebooted system and verified nasal hinge remained as default. Discussed with the surgeon and staff to verify settings prior to each treatment. Field service specialist completed system check and it is operating according to amo specifications. Conclusion: user survey. All pertinent information available to abbott medical optics has been submitted. Placeholder.